Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while charging. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose levels were not impacted. Reportedly, the customer had manual injections available for insulin therapy.